Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited no capture at maximum outputs. This was determined after the patient had presented to the emergency room (ER) due to experiencing weakness and chest pain. A field representative was paged to perform device interrogation. At maximum outputs, the patient felt a pacing sensation, but not diaphragmatic stimulation. It was also noted that the patient had a small pneumothorax, which was addressed by the patient's care team. The patient underwent surgical revision to reposition the rv lead. Threshold was 1.0v. Prior to suturing the rv lead in place, the rv lead was connected to the pacemaker and the threshold had increased to 2.2 v. The decision was made to remove the rv lead, and place a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited no capture at maximum outputs. This was determined after the patient had presented to the emergency room (ER) due to experiencing weakness and chest pain. A field representative was paged to perform device interrogation. At maximum outputs, the patient felt a pacing sensation, but not diaphragmatic stimulation. It was also noted that the patient had a small pneumothorax, which was addressed by the patient's care team. The patient underwent surgical revision to reposition the rv lead. Threshold was 1.0v. Prior to suturing the rv lead in place, the rv lead was connected to the pacemaker and the threshold had increased to 2.2 v. The decision was made to remove the rv lead, and place a new rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited no capture at maximum outputs. This was determined after the patient had presented to the emergency room (ER) due to experiencing weakness and chest pain. A field representative was paged to perform device interrogation. At maximum outputs, the patient felt a pacing sensation, but not diaphragmatic stimulation. It was also noted that the patient had a small pneumothorax, which was addressed by the patient's care team. The patient underwent surgical revision to reposition the rv lead. Threshold was 1.0v. Prior to suturing the rv lead in place, the rv lead was connected to the pacemaker and the threshold had increased to 2.2 v. The decision was made to remove the rv lead, and place a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction h6 field evaluation conclusion codes updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.